Manufacturer narrative:
(B)(4). Batch # n54u23. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a sleeve shaped gastrectomy procedure, on the first stroke during the third firing, found part of tissue with good staple line but the rest without staples, but with a good completed cut line. Another like reload was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n54u23. The analysis results showed that one ecr60b cartridge reload was received. The reload was received with no apparent damaged and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.